Manufacturer narrative:
The device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. The reported adverse events are known inherent risks of endovascular procedure and are documented in our device¿s instruction for use (IFU). If information is provided in the future, a supplemental report will be issued.

Event description:
Jacc cardiovasc interv. 2020 apr 13; 13 (7): 884-891. Doi: 10.1016/j.jcin.2020.01.232. ¿mechanical thrombectomy for acute ischemic stroke in the cardiac catheterization laboratory¿ steven a. Guidera, sudhir aggarwal, doyle walton, david boland, roy jackel, jeffrey d. Gould, brooke kearins, joseph mcgarvey, jr, yan qi, brian furlong. Medtronic received the following: 40 patients were treated via mechanical thrombectomy (mt). The median age of patients undergoing mt was 75 years. Sex (male/female) 52%/48%. These patients were either on antiplatelet medication or received a bolus prior to the mechanical intervention. Improved perfusion was accomplished in 90% (36) of patients in whom mt was attempted. Eighty percent (32) of patients achieved tici (thrombolysis in cerebral infarction) grade 2b or 3 perfusion. Median nihss score before the procedure was 19 and at hospital discharge was 7. Mean mrs at 90 days was 2.75, and 55% (22) of patients achieved functional independence (mrs 0 to 2) at 90-day follow-up. In-hospital mortality was 13% (5.2), and mortality at 30 days was 15% (6). Symptomatic intracranial hemorrhage (sich) occurred in 15% (6) of patients, none of whom underwent neurosurgical intervention. Major vascular complications occurred in 5% of patients (2 of 40). Groin bleed requiring 4 u packed red blood cell transfusion with pseudoaneurysm requiring surgical closure in one patient and femoral pseudoaneurysm treated with thrombin injection in another patient.